Event description:
Device overheated during a restorative filling procedure on tooth #30 and patient received a minor 2nd degree burn to their cheek. The injury was observed after completing the procedure and the doctor noted white sloughing tissue where the device headcap would have been. Patient has had a follow-up with the doctor and the injury is reported to have healed normally without any need for additional medical attention.